Event description:
A report was received that during a suction procedure, the fixed end of the closed circuit suction catheter became disconnected. The endotracheal system was removed to withdraw the catheter. No pt injury was reported.